Event description:
According to the reporter, during a procedure, the patient had a burn on the back with red outline and middle open burn wound. The use of the other machine that uses a metal plate, a wire that wraps around our bovie pencil, and bovie pad was placed on the back rather than below hip as stated in the instructions for use of the non-medtronic machine. Replacements and incorrect bovie pad placement on back with use of other products that proportionally aided on the cause of the burn. Medication was ordered to treat the patient's burn.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the patient was shown. The product was not shown in the picture. Functional testing found that without receiving the device, a detail investigation could not be performed for the reported complaint. It was reported that the device related burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the patient had a burn on the back with red outline and middle open burn wound. The use of the other machine that uses a metal plate, a wire that wraps around our bovie pencil, and bovie pad was placed on the back rather than below hip as stated in the instructions for use of the non-medtronic machine. Replacements and in correct bovie pad placement on back with use of other products that proportionally aided on the cause of the burn.